Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited p-wave oversensing resulting in intermittant pacing inhibition and syncope.